Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is likely that an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a proglide device. Reportedly, the wire [suture] broke while removing the embolus [plunger]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.